Event description:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device allergy ("positive test for allergy for essure"), device breakage ("a piece of essure was found after removal that poisoned her life") and deafness ("loss of hearing") in a female patient who had essure (batch no. E25511) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she is allergic to iud (she had it removed). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device allergy (seriousness criteria medically significant and intervention required), deafness (seriousness criterion medically significant), tendonitis ("repetitive tendonitis"), sciatica ("sciatic pain"), visual impairment ("vision decreased"), fatigue ("fatigue") and amnesia ("loss of memory"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("a piece of essure was found after removal that poisoned her life"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("a piece of essure was found after removal that poisoned her life"). The patient was treated with surgery (to remove essure). At the time of the report, the device allergy, device breakage, complication of device removal, deafness, tendonitis, sciatica, visual impairment, fatigue and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, complication of device removal, deafness, device allergy, device breakage, fatigue, sciatica, tendonitis and visual impairment with essure. The reporter commented: she never saw her physician more than since essure's insertion. She asked removal of essure after allergy test. Nobody asked her if she was allergic while she was allergic to iud. She had it remove the iud too. The symptoms persisted after removal and she did CT scan. A piece of essure was found after removal that poisoned her life. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for essure computerised tomogram - on an unknown date: a piece of essure was found. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: device allergy: the analysis in the global safety database revealed 19 cases. Device breakage: the analysis in the global safety database revealed 2067 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-nov-2017. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of device allergy ("positive test for allergy for essure"), device breakage ("a piece of essure was found after removal that poisoned her life") and deafness ("loss of hearing") in a female patient who had essure (batch no. E25511) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she is allergic to iud (she had it removed). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device allergy (seriousness criteria medically significant and intervention required), deafness (seriousness criterion medically significant), tendonitis ("repetitive tendonitis"), sciatica ("sciatic pain"), visual impairment ("vision decreased"), fatigue ("fatigue") and amnesia ("loss of memory"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("a piece of essure was found after removal that poisoned her life"). The patient was treated with surgery (to remove essure). At the time of the report, the device allergy, device breakage, complication of device removal, deafness, tendonitis, sciatica, visual impairment, fatigue and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, complication of device removal, deafness, device allergy, device breakage, fatigue, sciatica, tendonitis and visual impairment with essure. The reporter commented: she never saw her physician more than since essure's insertion. She asked removal of essure after allergy test. Nobody asked her if she was allergic while she was allergic to iud. She had it remove the iud too. The symptoms persisted after removal and she did CT scan. A piece of essure was found after removal that poisoned her life. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for essure. Computerised tomogram - on an unknown date: a piece of essure was found. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 29-nov-2017. The most recent information was received on 14-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of device allergy ("positive test for allergy for essure"), device breakage ("a piece of essure was found after removal that poisoned her life") and deafness ("loss of hearing") in a female patient who had essure (batch no. E25511) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she is allergic to iud (she had it removed). On (B)(4) 2016, the patient had essure inserted. On the same day, the patient experienced device allergy (seriousness criteria medically significant and intervention required), deafness (seriousness criterion medically significant), tendonitis ("repetitive tendonitis"), sciatica ("sciatic pain"), visual impairment ("vision decreased"), fatigue ("fatigue") and amnesia ("loss of memory"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("a piece of essure was found after removal that poisoned her life"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("a piece of essure was found after removal that poisoned her life"). The patient was treated with surgery (to remove essure). At the time of the report, the device allergy, device breakage, complication of device removal, deafness, tendonitis, sciatica, visual impairment, fatigue and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, complication of device removal, deafness, device allergy, device breakage, fatigue, sciatica, tendonitis and visual impairment with essure. The reporter commented: she never saw her physician more than since essure's insertion. She asked removal of essure after allergy test. Nobody asked her if she was allergic while she was allergic to iud. She had it remove the iud too. The symptoms persisted after removal and she did CT scan. A piece of essure was found after removal that poisoned her life. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for essure. Computerised tomogram - on an unknown date: a piece of essure was found. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 15-dec-2017 for the following meddra preferred terms: device allergy: the analysis in the global safety database revealed 21 cases. Device breakage: the analysis in the global safety database revealed 2088 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 14-dec-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.